Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, sensing and a sudden increase in pacing impedances greater than 2,000 ohms. The patient underwent a revision procedure as they had lost av synchrony and did not feel well. The lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.